Manufacturer narrative:
The subject device in this report was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the subject device and confirmed that the leakage from the rubber of the bending section was duplicated. In addition, it was confirmed that metal wire was sticking out from the bending section resulting in the leakage. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. It was surmised that this failure mode was due to an excessive stress applied to the device.

Event description:
Olympus medical systems corp. (Omsc) was informed that there was an air leak from the rubber of the bending section of the subject device after ureteroscopic lithotripsy. The procedure was completed with the subject device. There was no report of patient injury associated with the event. The subject device was returned to olympus trading (shanghai) limited (osh). Osh evaluated the subject device and confirmed that the leakage from the rubber of the bending section was duplicated. In addition, it was confirmed that a metal wire was found to be sticking out from the bending section at the position in the leakage.